Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the tulip filter had tilted and 1-2 legs had perforated approx. Two weeks after filter placement and various retrieval attempts were unsuccessful. No information on additional treatment and no imaging or additional information could be obtained. No device was returned for analysis and no imaging could be obtained. Therefore, based on the information provided it would be inappropriate to speculate at what may or may have not caused the filter to tilt and perforate the vena cava. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe (pulmonary embolism) is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pulmonary embolism compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): k233680 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: retrieval of the gunther tulip filter, which had tilted and perforated (1-2 legs), was attempted. (The filter had been placed about 2 weeks before the retrieval though the exact date when its tilt and leg perforation were confirmed is unknown.). However, the wire loop didn't get caught in the filter, so the user also used the wire loop snare technique because. Access routes were created in the jugular vein and femoral artery, and the wire loop snare technique was performed, but there appeared to be tissue adhesions, making it difficult to remove the filter. Because snare opening became weak during the procedure, an additional set of gtrs-200-rb (lot# e4230417) was used. Despite the use of the additional set, the filter could not be retrieved in the end. The physician considers that the second gtrs-200-rb (lot# e4230417) was not defective. No information on additional treatment. Patient outcome: no adverse effect on the patient has been reported.